Manufacturer narrative:
The device was returned to the resmed investigation team in (B)(4) for an extensive engineering investigation. A preliminary evaluation was performed at the resmed technical service center in (B)(4) and determined that there was no fault found with the alleged device. Based on the currently available information, there is no evidence indicating that the device caused or contributed to the injury of this patient. (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient using a stellar device had difficulty breathing, resulting in the patient being hospitalized. It was also reported that the patient's therapy was recently changed by their doctor.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed the occurrence of error message (sf7) indicating a pressure sensor measurement issue. It is possible that the error may have been due to a temporary obstruction in the pressure sensor. Based on all evidence and the time at which sf7 occurred, it can be concluded that it did not contribute to the reported patient breathing difficulty. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).